Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, loss of consortium, unspecified pain, unspecified infection, unspecified urinary problems, and "other" unspecified problems.

Manufacturer narrative:
(B)(4).

Event description:
As per pfs "pain, urinary problems." Above details taken from pfs; medical records further to mesh implant surgery not available for review to know the progress of the patient.